Event description:
The pt received her scs system on (B) (6) 2005. It was reported that the pt was unable to locate her ipg with either her programmer or her charger. She had not noticed anything unusual with her system and routinely turns her ipg off and on, but now the ipg would not communicate or turn back on. Add'l attempts at communication were made with other programmers and chargers with no success. The implant depth of the ipg was superficial, and it was observed the ipg had not flipped in the pocket. The physician explanted and replaced the ipg on (B) (6) 2009. F/u on the pt found that she is doing well.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.